Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 1000 mcg/ml lioresal at 289 mcg/day via an implantable pump for an unknown indication for use. It was reported that the patient felt less robust spasticity management at times, also noted as inconsistent spasticity control, and stated his skin seemed red at times. It was noted that dose adjustments had been attempted. A catheter dye study was attempted on (B)(6) 2017, however aspiration was not accomplished. The catheter was replaced and the event was considered to be resolved. The event date was not known. The patient was noted to be "alive - no injury". No further complications were reported or anticipated.